Event description:
It was reported that the patient underwent a surgery of the lower jaw using rhbmp-2/acs on (B)(6) 2012. The patient had a fever and was ill 3 days after surgery. She described the sickness as if it were ¿an out of body experience¿-- lasted two days with sweating and fever--mouth was burning and hot--she laid in bathroom floor and felt as if she would become sick. The physician reportedly prescribed benadryl and said it was part of the healing process. The mesh crib began pushing out of jaw causing significant pain and numbness. The patient is experiencing burning radiating pain and has undergone two additional surgeries. On (B)(6) 2013, she underwent a surgery to remove the mesh crib. There were concerns of no blood flow into jaw bone at this time. On (B)(6) 2013, the patient underwent another procedure to drill holes in jaw to promote blood flow.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.